Event description:
Healthcare professional reported that the device was explanted due to an aneurysm with leakage in the shell and leakage in the port area.

Manufacturer narrative:
Taper ii. (B) (4). Analysis noted, the buckle and band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) was broken with striations consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement." A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.